Event description:
During one of our flu clinics, nurse was using bd 3ml syringe to draw up vaccine and when she went to push the med into the employee, the medicine came out the side of the syringe next to the needle instead of being injected into the employee. A second syringe did the same thing.